Event description:
Bilateral subglandular textured silicone gel breast implants implanted 15 years ago, with recent development of 700 cc of opaque peri-implant seroma and capsular thickening inf left breast, status post bilateral implant explantation and bilateral capsulectomy with diagnosis of left breast implant- associated anaplastic large cell lymphoma (alcl) on left breast capsulectomy pathological specimen and l breast seroma fluid positive for alcl cells following repeat bilateral capsulectomy. Diagnosis: bilateral breast augmentation/cosmesis.

Event description:
Add'l info received from reporter on (B)(6) 2013: I would like the medwatch form submitted under access number mw5032138 to be updated with info that the breast implants were returned to the MFR (mcghan/allergan) following explantation. Please feel free to contact me for any further questions. Thank you, (B)(6).